Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Clear passage testing, pressure testing, and leak testing were performed with no issues noted. The device was found to operate per specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp extension set was unable to be primed. The extension set was connected to a non-baxter extension set and being primed with a non-baxter syringe of lipids. The reporter stated the syringe size was either 30 cc or 60 cc. The reporter stated that the staff was manually priming the tubing, but was unable to push the lipids through the whole filter. The issue was resolved by replacing the filter tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.